Event description:
The customer reported that the clear insulation became damaged after 5-10 mins of use during a hemicolectomy. There was no pt injury. The device was returned to covidien and initial inspection found that the device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.